Manufacturer narrative:
Continuation of d10: product ID tm91scs lot# serial# (B)(6) product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025: the reason for call was the patient (pt) had a stress test done last month they believe with pharmacal chemicals and when trying to shut off stimulator probably over a month ago, it would not turn off. They were getting a message that said it was not going or properly aligned or do it for the pt did not know what the problem was. The pt was set to get another test on the 25th since they had an enlarged heart so the pt wanted to shut stimulation off today but stim pc was not responding or connecting to the app. Pt claimed before calling they got a message that said pain stimulator was depleted or charged now. Pt claimed they had stimulation on 24/7 and never use therapy equipment to turn it off. The pt had the communicator plugged in recharging with a green flashing light. Pt unplugged the cord from communicator and it showed a blinking yellow orange light and then the handset said error 0x433e9998. Pt closed all applications, pt restarted the handset and communicator. Pt plugged communicator into charging cord and verified communicator was recharging with a green flashing light. Pt tried to connect to therapy app and it said service code 302. Agent reviewed error and pt said that made sense because their legs and back were in pain, when they would arch back in a chair they could feel the stimulator feel more intense. Pt said that just happened before calling medtronic today. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt said before with their last ins they had to go set a meet up with people and verify the ins was dead for it was a bunch of bull to go through when their body knows the ins was dead. 2025-oct-16: additional information was received from the patient that the battery went dead prematurely. It usually lasts 2.5 years but it died in a year and 3 months. The patient was going back to the surgeon to get the battery replaced. The issue was not resolved.